Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 4.5f non-bsc sheath. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous unspecified vessel below th knee. After crossing the lesion with a non-bsc guide wire, a 1.5mm x20mm x42cm coyote es balloon catheter was advanced for dilatation. However, on unspecified inflation at 14 atmospheres, the balloon ruptured. The device was removed intact from the patients body. The procedure was complete with a 2x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.